Event description:
A malfunction was reported on a pump, but there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided the caller with pump reset information and assisted with the reset, but the customer was unable to complete it due to the lack of a power source and was instructed to call back for further assistance. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.